Manufacturer narrative:
There was no patient involvement device lot number was not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. There was no patient involved in this event. The PMA# provided is associated with most recent approval. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported the power module had a broken battery clip. The power module would be returned for service. There were no alarms.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the power module¿s internal battery clip being damaged was not confirmed. The power module (serial number (B)(6) was not returned for analysis. Questions regarding the event were asked multiple times and no responses were received. The root cause of the reported event was unable to be conclusively determined through this analysis. Review of the device history record for the power module, serial number (B)(6) , showed the device was manufactured in accordance with manufacturing and qa specifications. The heartmate power module IFU (rev. B) instructs users to regularly inspect the power module, and to not use a power module that appears damaged. The heartmate power module IFU (section 11.0 ¿routine maintenance¿) instructs users to bring their power module to an authorized service technician at least once per year for a thorough inspection and cleaning. Routine maintenance also includes the unit¿s internal backup battery being replaced. No further information was provided. The manufacturer is closing the file on this event.